Manufacturer narrative:
Device evaluated by MFR: returned product consisted of 65mm of the watchman access system (distal end), the tip and part of the sheath. The device was bloody. The customer supplied a photo of the reported defect. Analysis of the tip and sheath included microscopic and visual inspection. Inspection revealed the tip and sheath was damage (flattened), the sheath had been mechanically cut 65mm from the tip, and there was a small piece of inner liner (ptfe) missing from the edge of the tip. Inspection of the rest of the device found no other damage or defect. The customer supplied photo showed a small thread-like object protruding from the tip, which is consistent with ptfe stretching and pulling away from the tip. The photo and the missing ptfe area were congruent.

Event description:
It was reported tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and watchman laa closure device and delivery system (wds) were used. The closure device was deployed and released. As the physician was removing the was and wds, he noticed a small piece attached to the tip of the was. They were unsure of what it was, but it did not affect the procedure as it was completed successfully. There were no patient complications.

Event description:
It was reported tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and watchman laa closure device and delivery system (wds) were used. The closure device was deployed and released. As the physician was removing the was and wds, he noticed a small piece attached to the tip of the was. They were unsure of what it was, but it did not affect the procedure as it was completed successfully. There were no patient complications.